Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A correction to the e1"telephone number," h3 and h4 fields were made based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿   olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope (microorganism revivable) . The results obtained comply with the target level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: lens glue (3x) white clouded .ccd-cover lens glue white clouded. C-cover has a scratch a-rubber glue noted separated. Suction cylinder scratched. Protector ripped. Scope connector cover damaged. Low angulation biopsy channel wear and tear replacement as preventive maintenance additional information: the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device did pass the leak test. The name of detergent is wassenburg and name of disinfectant is wassenburg. The instrument/suction channel, suction cylinder and instrument channel were brushed. There were no defect on the automated endoscope reprocessor (aer). All channels were connected with tubes when the endoscope was setting up to into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with IFU. The device was dried by blowing it with filtered compressed air. The flat tray was used for endoscope storage. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 4 colony forming units (cfus) of enterobacter cloacae complex.  All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.